Event description:
It was reported that dislodged blade occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. During the procedure, a 7f non-boston scientific (bsc) introducer sheath was punctured into the lesion near the elbow part towards the wrist. Then, a non-bsc guidewire was crossed without any issue. The dilation on four straight lesion was performed at 6 atmospheres (atm), 6atm, 6atm and 8atm respectively using the 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter. A complete dilation was obtained without any difficulty. After that, the balloon was tried to remove, but there was a mild resistance occurred. However, it was eventually removed easily. Upon checking, it was found that one out of the four blades were missing. It was searched carefully inside the sheath and around the puncture site while using fluoroscopy, but it was not found. After that, computed tomography scan imaging was performed and it was searched carefully, but it could not be found on the route from the puncture site to the pulmonary artery. No patient complications were noted, and there was no issue with the patient condition.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination found that one blade had completely separated from the device together with approximately 16mm of blade pad. The remaining 4mm of the blade pad remained fully bonded to the balloon material. All other blades were undamaged and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Based on device analysis of the returned product, the reported allegation was confirmed. It is likely that resistance was encountered at the sheath on removal of the device from the patient and the user did not remove the device and sheath as a single unit as instructed in the indication for use.